Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb) and moderate aortic regurgitation(ar) occurred. Prior to the index procedure, heparin or another anticoagulant was given and the subject was not on a prior regimen of aspirin or any other antiplatelet medications at the time of index procedure. The subject received a loading dose of 300 mg aspirin. An isleeve introducer was placed and then the native aortic valve was treated with balloon valvuloplasty. Subsequently followed by deployment of a 25 mm lotus edge valve involving successful repositioning of the lotus edge valve with partial re-sheathing of the valve in the delivery system catheter and deployment into more accurate position within the aortic annulus. All in accordance to the instructions for use(IFU).of note, post lotus edge valve deployment, trace/trivial aortic regurgitation was noted. On the same day of the index procedure, post procedure, electrocardiogram (ECG) revealed left bundle branch block. The event led to prolongation of hospitalization. At the time of reporting, the event was considered recovering. One day post index procedure. Pre discharge transthoracic echocardiogram(tte) revealed moderate rate aortic regurgitation was noted.